Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012.

Event description:
It was reported that during the final tightening of the screws in an anterior lumbar interbody fusion synfyx procedure, the thread of the first u-joint driver that interfaces with the screw broke off. The surgeon retrieved the broken fragment. The surgeon then used a second u-joint driver to tighten the screw, and the threads of the u-joint driver bent. The surgeon completed the procedure using a third u-joint driver with no further problems. All broken pieces were retrieved and there was no harm to the patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records (DHR) was performed and no complaint related issues were found. The device was returned for a manufacturing investigation with the t15 tip broken off and the remaining part twisted clockwise. The tip appeared to be twisted clockwise prior to breakage. There were also marks on the shaft-coupling that confirmed that the device was exposed to forcible use. This complaint was deemed invalid from a manufacturing standpoint. A product development event evaluation was also performed and concluded that the condition was caused by use of excessive torque when tightening the screws. The technique guide contains a warning noting that this could occur if excessive torque is used. The complaint is deemed invalid.